Event description:
The customer reported that the system produces grainy images on pediatric extremities particularly when the detector is under the table.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report. (B)(4).